Event description:
It was reported that pump malfunction occurred with malfunction code 6, and no notable events happened before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to reset pump because charging supplies were not available, and technical support advised customer to call back when able to charge pump and perform reset, leaving case open for follow-up.